Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer rail failing required replacement. A field service engineer substituted the defective rail to rectify the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system primary drawer's railing has detached from the drawer. Although it can be closed, it requires replacement. A customer has indicated that a user contributed to a delay in the medication dispensing process for patients. There were no adverse events or injuries reported based on this event.